Event description:
The complainant had placed an impella 5.5 to support a patient admitted in with cardiomyopathy. The pump was placed and heart transplant decisions were being made. The pump supported and on day two, there was an access site/muscle bleed that prompted surgical intervention and red blood cells were given. The pump additionally was damaged at the sterile sleeve and was remedied by use of tegaderm. The pump remained on for over 42 days. However, the patient was put on comfort care and expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of the vascular damage issue was not determined due to insufficient clinical information and since the product was not returned. The root cause of the product damage (sterile sleeve) issue was not determined since the product was not returned and due to insufficient clinical information. As noted in the impella instructions for use: impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿